Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezb0430 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported by nurse that the patient accepted catheter implantation on (B)(6) 2015. It was found that the catheter was obstructed and there was effusion on the puncture location when normal saline infusion was conducted on (B)(6) 2016, and it was suspected that there was a condition of catheter occlusion of thrombus. The head nurse decided to conduct catheter removal and then, the catheter was pulled out gradually from the patient. The patient complained that there was pain on the puncture location when the catheter was pulled out for nearly about 14cm. The intervention therapy department was then notified to assist in the catheter removal. It was found that there was a fracture 14cm away on the catheter after completion of catheter removal.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter fracture was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 13cm and 14cm depth markings (15.3cm from the molded joint). The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.